Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, a patient experienced corneal endothelial cells loss three months after surgery. Needling was performed two weeks, four months and five months following the procedure.

Manufacturer narrative:
No sample was returned as the device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).